Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured and a pinhole was noted. The device was replaced with a 2mm x 20mm x 143cm coyote es balloon catheter. However, during the initial inflation at 6 atmospheres for 5 seconds, the balloon also ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.